Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump was going blank and giving battery error alarms. Caller stated that they changed out the batteries 3 times due to it alarming battery slow. The pump finally came on but with a black circle. They had to set the time and date and then the pump seemed to work properly. Customer had a blood glucose level of 508 mg/dl at the time of the incident and it was currently at 521 mg/dl. Customer reported that they had a back-up plan available. Customer will treat with a manual injection or bolus with the pump. Caller stated that the cannula was straight and it was found that the programming and settings were accurate. During troubleshooting for the battery out limit alarm, caller found that the pump alarmed at 2 pm and therefore, the customer had not been receiving insulin for a couple of hours. Caller thinks this is what caused the issue. Caller was advised that a replacement battery cap will be sent as a courtesy.